Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one gia 80-3.8 single use loading unit opened by the account with the appropriate tyvek. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the staple cartridge noted that the loading unit was partially applied 5cm and engaged in interlock. Microscopic inspection of the knife blade displayed no damage. Functionally, since the clinical instrument was not received, a pmv representative instrument was used. The sulu was reset and reloaded into the instrument. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the staple line was properly formed. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during gastrectomy procedure while firing for small intestine anastomosis, the knife stopped halfway. The tissue was resected and treated by hand sewing. The event occurred in use for patient. The procedure was completed with manual suturing. The surgical time was not extended. The status of the patient is no problem. Additional tissue resection was required due to the issue. There was tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred.